Event description:
Boston scientific received information that a lead was explanted for lead failure. Dr. (B)(6) at (B)(6) hospital . This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).